Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that during a thyroidectomy, the pt rec'd a burn from the shaft of an olsen medical jeweler's forceps. The forceps were plugged into the generator using an olsen medical bipolar cord with an (B)(4) adaptor. The pt burn was described as being 1cm-2cm in length. The degree of burn and treatment of the burn were not supplied from the site. The surgeon reported the pt is doing fine.